Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported slda could not be confirmed. The mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced in is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. One day post procedure transthoracic echocardiogram (tte) showed one clip had detached from the posterior leaflet and the other clip had detached from the anterior leaflet (single leaflet device attachment (slda). The mr increased to 4. The patient will be sent for heart surgery at a later date. No additional information was provided.